Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery intermittently depleted quickly, and subsequently the pump shutdown. Reportedly, the customer experienced an elevated blood glucose (bg) of over 400 mg/dl and high ketones. A correction bolus was delivered to address bg. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.